Event description:
On (B)(6) 2014 it was reported that the patient¿s device had been disabled for some time and that there are a few ¿underlining issues¿ with the device. It was reported that the patient has been referred for generator replacement due to end of service. Good faith attempts for further information have been unsuccessful. Although surgery is likely, it has not occurred to date.

Event description:
It was later reported that the patient¿s device will not be replaced due to lack of efficacy.